Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06009. It was reported that the patient stated that the ipg site heats up while charging. It was also reported that the patient's charger is non-functional and the patient is not getting stimulation. A new low energy charger was sent to the patient to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.